Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: when I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that when trying to flush after placing IV it would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#: 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the ll vlv adpt (stand alone) was clogged. The following information was provided by the initial reporter: when I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem.